Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery crack was observed on the lens. Additional information received stating that the lens was implanted, post implantation physician noticed that the "arm" was broken. The implanted lens has been removed, and the surgery was completed on the same day with no patient harm.